Manufacturer narrative:
Findings: the insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s current blood glucose level was 230mg/dl. The customer reported that there was a big crack on the side of pump. The part where reservoir goes, hard plastic has chipped away. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.